Event description:
During follow-up, the device could not be interrogated. The device was found to be in back-up mode. The device was explanted and replaced in order to resolve the event. The patient was stable following the procedure and there were no adverse consequences.

Manufacturer narrative:
The anomaly observed in the field was confirmed in the laboratory. Communication could not be established between the device and the programmer via inductive or rf telemetry. During analysis, the battery was disconnected from the circuitry and the device was tested using a power supply. Firmware was reloaded, and the device was interrogated normally. The device functionality was evaluated and found to be normal. The cause of the telemetry anomaly was undetermined.